Manufacturer narrative:
H6: proposed component code: mechanical (g04) - femur. The reported event is not confirmed due to lack of proficient information; no product or pictures were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a healthcare professional and identified a left total knee arthroplasty without hardware failure or loosening. Lateral patellofemoral compartment narrowing was identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cr-flex articular surface size yellow 12mm catalog #: 00597003012 lot #: 63980500, nexgen cruciate retaining pegged tibial component size 4 catalog #: 00597003502 lot #: 55286500. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03180. 0001822565-2023-03185. 0001822565-2023-03186. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface and resurface the patient's patella approximately twenty-three (23) years post-operatively to address pain. Attempts have been made; however, no additional information is available.